Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experience elevated blood glucose (bg) levels ranging from (300 mg/dl- 400 mg/dl). The customer stated to have called health care provider to set temperature rate. The customer stated that the possible cause for the elevated bg levels was due to wisdom teeth coming in and stress of school. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.